Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to oversensing noise on the ventricular channel. It was noted there was high impedance measured during interrogation. The lead remains in use. No further patient complications have been reported as a result of this event.